Event description:
Initial ferritin result of 119 ng/ml. New sample from pt tested using a different methodology recovered 15738 ug/l. A second, new sample was tested at the original lab using the same method and recovered 115 ng/ml. This sample was sent to a different lab, tested using a different methodology, and recovered 5200 ug/ml. If additional info is received, appropriate notification will be provided.